Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text: device not received.

Event description:
It was reported by customer via medwatch that leaking observed from IV site. When rn (registered nurse) removed the transparent dressing to better assess the site, it was found the hub of the midline was disconnected from the catheter. The hub reportedly fell from the patient's arm and the remaining catheter portion was retained in the patient's arm. The patient required surgery for removal of retained catheter. No other information was provided.